Manufacturer narrative:
Product ID: 3093-28, lot# unknown, explanted: (B)(6) 2013, product type: lead.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found. Final device analysis of the lead revealed the following: the #0 conductor was broken at the #0 connector weld site due to overstress or damage. There were setscrew impression observed on the outer insulation between the #0 and 1 connector sleeves indicating the lead was not completely inserted at one point.

Event description:
It was reported that stimulation changed to an ¿uncomfortable feeling¿ before therapy stopped being effective and the patient had a return of symptoms. Impedance testing showed a possible lead fracture. During the revision surgery, the lead broke and an electrode section was unable to be explanted. It was also stated that blood invaded the header block and covered one electrode connector point and 1mm from touching the second. The implantable neurostimulator (ins) was replaced because the surgeon was unable to wash out or remove the blood from the header block. The patient outcome was not known.